Event description:
It was reported there was air in the device. A left atrial appendage (laa) closure procedure was being performed. A 24mm watchman laa closure device and delivery system (wds) was selected for use. Upon removal from the package, the back end of the core wire appeared slightly bent. The physician analyzed the device and determined it was ok to use. The wds was introduced into the access system and the devices were snapped together. However, prior to deploying the closure device, air was noted within the wds. The wds was then removed and the procedure was completed with another 24mm wds. There were no patient complications reported.